Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump for remodulin infusion, a no disposable alarm was noted. No patient consequences were reported. No adverse effects were reported.